Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. Patient sensor check passed. Teach pumps test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) register nurse contacted fresenius technical support to report the liberty select cycler powered down. The issue occurred in unknown phase/cycle of dialysis and had occurred one time during the current treatment. The patient (pt) was connected during the incident. When the pd nurse rebooted the cycler, the screen did not come back on. The display was blank. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. The power switch was in the on position. There was sound when ok/stop buttons were pressed. Switched the cycler on and there were lights on the stop, ok and up/down keys. Pressed ok, stop, and touched the screen, but the screen remained blank. The pd nurse reported this is the first day using the cycler and requested a replacement be sent to the city. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The estimated time of arrival is on (B)(6) and the scheduled pick-up date on (B)(6). The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information and sample availability, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.